Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039937r, implanted: (B)(6) 2000, explanted: (B)(6) 2002, product type: catheter. (B)(4)

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. In 2002 the patient's pump and catheter were replaced due to "breakage of the connecting port on the outside of the pump itself, it separated from the pump housing, it started leaking into the pocket and my stomach." The patient stated it made a band of fluid around his torso. Troubleshooting and the cause of the event not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.